Event description:
It was reported that the intellivue multi measurement server x2 displayed a speaker malf. Inop. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.